Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. The heartmate ii lvas IFU lists infection, sepsis, renal failure, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the use of anticoagulation therapies. Care instructions in regard to preventing infection are outlined in various sections of this document, including section 6-9 entitled "patient care and management - controlling infection.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years & 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired due septic shock with multi-organ failure. The patient required vasopressin for hypotension with addition of epinephrine drip. Patient then developed septic picture with rising lactate, white blood cell (wbc) count and worsening acidosis and hypotension. Patient was started on empiric antibiotics and pancu. There was no driveline infection associated with septic shock. The patient had atypical chest pain and hospital course significant for asystolic cardiac arrest w/ resuscitation and return of spontaneous circulation (rosc), acute renal failure requiring continuous veno-venous hemodialysis (cvvhd), and multi-factorial distributive with cardiogenic shocks. Resuscitation was tried. The patient was placed on cvvhd and pressors. The device operated as expected and no autopsy was performed as wife/family refused. No further information provided.